Event description:
The customer reported that the insulin pump had unresponsive button, battery failed alarm and physical damaged. Customer's blood glucose was 225 mg/dl. Customer stated that numbers began to spin up and took out the battery and got failed battery alarm. Customer stated that there were some cracks on the insulin pump. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump received with high idle current due open display driver at lcd board. No unexpected ramping numbers noted. Unit received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked case at the display window corner, reservoir tube lip, minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).